Manufacturer narrative:
The customer obtained a falsely depressed carbon dioxide (co2) result for a patient sample on a dimension vista 1500 intelligent lab system with serial number (s/n) (B)(6) and did not report the result to the physician(s). The same sample and system were used for repeat testing, and the customer obtained a higher result that matched the patient's history, considered correct, and reported. Siemens reviewed the information provided and noted that quality control (qc) was within range on the day of the event, and no other sample was affected. A customer servicing engineer (cse) was dispatched to the customer site. The cse performed services, which included replacing the reagent mixer (reagent arm 5 (r5) mixer) and printed circuit assembly (pca), aligning the r5 probe and bottom of cuvette correction (bocc). The system check passed, and the cse ran the align and overmix (omix) service method troubleshooting (smt) for r5. No issue was noted, testing passed, and qc was acceptable. Siemens concluded that the potential cause of the falsely depressed co2 result is due to improper mixing of the reagent. The system is operating as expected, and no further evaluation was required.

Event description:
The customer obtained a falsely depressed carbon dioxide (co2) result for a patient sample on a dimension vista 1500 intelligent lab system with serial number (B)(6) and did not report the result to the physician(s). The same sample and system were used for repeat testing, and the customer obtained a higher result that matched the patient's history, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the reported event.